Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure and the device will not be returned. No further information has been obtained despite good faith efforts.